Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that after reprocessing of the subject device the facility found that there were white foreign materials on the both sides of the cap of the subject device. The user facility didn't know the exact number but the phenomenon were occurred on about ten devices. The subject device was manually cleaned with the enzymatic detergent before the reprocessing with the olympus automated endoscope reprocessor model oer-5 (not available in the USA). Also the physician had injected the antifoam agent with the syringe from the subject device during the procedure. There was no report of patient injury associated with this event.